Event description:
Subsequent to the initial medwatch report, additional information received indicates that the patient was hospitalized on (B)(6) 2012 with unstable angina. The patient did not experience a myocardial infarction. The electrocardiogram on (B)(6) 2012 and troponin level on (B)(6) 2012 were normal. The patient underwent percutaneous coronary revascularization on (B)(6) 2012. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effects of angina, myocardial infarction, and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure in the mid left anterior descending (lad) coronary artery with one 3.0 x 18 mm xience v stent. On (B)(6) 2012, the patient experienced unstable angina and a myocardial infarction which was treated with percutaneous coronary intervention in the target vessel. The patient condition resolved on (B)(6) 2012. There was no reported adverse patient sequela. There was no additional information provided.